Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in USA. A livanova field service engineer (fse) was dispatched on site and confirmed the alarm ee05 was flashing on the patient display, as well as the warm cardioplegia display, indicative of a stirring mechanism fault and a warm cardioplegia pump fault. Upon inspection of unit, it was found severe rusting on impeller motor shaft linkage for the stirring mechanism and warm cardioplegia pump, as well as on ul510 power distribution board. To solve the problem, stirring mechanism, ul510 power distribution board, warm cardioplegia pump were replaced. After performing all the functional tests with positive results, the unit returned to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that heater cooler 3t system displayed alarm e05 (stirring mechanism will not start or does not take in enough power) during procedure. There is not report of any patient injury.